Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving an alert for non-sustained lead noise. Upon investigation, it was noted that it was due to oversensing. The patient did not receive inappropriate therapy during the oversensing. The device was reprogrammed and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.